Event description:
It was reported that the patient called in to trouble shoot their purewick. The patient and I set up the purewick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The patient recently purchased an accessory within the last 60 days. Patient's warranty is still active. I put in a pu/ex to send out a replacement purewick and a st was put in. No additional information provided. Troubleshooting did not resolve the issue. (Prepping and placement tips shared). Per follow up information received from karen via phone on 09dec2025, it was reported that trouble shooting was done.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. Since it was given as z code (unknown purewick capital), the fmeas of both drydoc 1.0 and 2.0 is considered. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.